Event description:
The service report shows the customer reported that the 840 ventilator was inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) cable assembly. The unit passed extended self testing.